Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1vr01-delsys / expiration date: 28-oct-2021 / serial#: (B)(4), UDI #: (B)(4). Concomitant medical products/therapy dates? No. Dev rtn to MFR? No. Mfg date: 07-jul-2020, labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) delivery system exhibited placement difficulty, cup damage (bent in), deflection and deployment difficulty. The ipg exhibited placement and deployment difficulty. The ipg was attempted not used, and replaced. No patient complications have been reported as a result of this event.